Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote fc balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were multiple kinks throughout the shaft of the device. The distal tip was damaged. Microscopic examination of the balloon revealed that the balloon and inner shaft under the balloon were buckled/bunched. Microscopic examination presented no irregularities to the ro marker. Microscopic examination presented no damage or irregularities with bonds. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the distal tip. Microscopic examination of the inner shaft revealed a hole 2mm distal of the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 1.2mmx15mmx141cm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. No kink nor resistance was noted during the procedure. Upon the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 1.2mmx15mmx141cm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. No kink nor resistance was noted during the procedure. Upon the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.